Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. Photos were provided and photo review is underway. The device has been returned for evaluation. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. B3 (date of event) the actual date of event is unknown. The date received by manufacturer (awareness date) was entered into the date of event field. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the safe-t-centesis 8fr kit was noticed with grey/black dots foreign matter within the packets. The issue occurred before use in a patient.

Manufacturer narrative:
H11: four pictures were received and reviewed. Three physical samples were received by our quality team and evaluated. During image review, the images clearly display multiple black specks on the surface of the tray near various components, indicating the presence of foreign particles. Based on the photo evaluation and the evidence shown in the attached photos, the reported failure mode can be confirmed. During visual inspection of the returned samples, multiple foreign particles were observed inside the packaging, including black and grey dots located on different components of the kits. The reported incident occurred prior to use, and no patient involvement was noted. The nature of these particles remains unknown; therefore, they have been classified as foreign matter. Based on the visual inspection performed, the reported failure mode was confirmed. However, a probable root cause could not be determined. A review of the internal manufacturing device record and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Complaints received for this product and conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction, additional information, and device evaluation), h3 (device eval by manufacturer), h6 (annex g ¿ component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the safe-t-centesis 8fr kit was noticed with grey/black dots foreign matter within the packets. The issue occurred before use in a patient.